Manufacturer narrative:
The ge rep conducted an onsite investigation. The cpu board was reseated and the nodes were erased and reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an error message. No pt injury was reported.